Event description:
A coronary stent with delivery sys was successfully advanced to an unspecified location in the pt's anatomy. While the balloon catheter was being inflated, the balloon ruptured at 6 atmospheres of pressure. The sds was withdrawn without complication and the stent was successfully post dilated with another balloon catheter. There were no add'l complications reported relative to this event.